Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause was determined to be one or more cycles advances to the next fill when slow / no flow occurred above the min. Drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 01:06:20. During night drain cycle three, the patient's ultrafiltration reading was 1241ml, indicating the home patient (hp) drained 1241ml more than their maximum programmed fill volume of 2000ml. No additional information is available.